Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0824 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported after drug infusion the clinician had a doubt of functionality and integrity of the PICC. After PICC removal and inspection the clinician found at 15cm a hole on the catheter.